Event description:
The consumer reported two false negative results with the binaxnow¿ covid-19 antigen self test; one for themselves and the other for their spouse on separate days. This MFR. Report addresses patient two (date of test (B)(6) 2021) of two. Consumer was diagnosed with covid at his doctor's office on (B)(6) 2021. Consumer tested on (B)(6) 2021 with the binaxnow¿ covid-19 antigen self test which generated negative results. No further information was provided regarding health status and outcome.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. See related report 1221359-2022-01024 for patient one of two.

Manufacturer narrative:
Correction: d1 and d2. Additional: h6. Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 168197 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/195-260/ lot 168197 and device part number 195-430h / lot 157232. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 168197 showed that the complaint rate is 0.001 %. In conclusion, the retention testing yielded expected results when testing internal qc samples, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. See related report 1221359-2022-01024 for second reported occurrence with spouse.